Event description:
It was reported when patient presented in clinic with an aborted vf episode, lead noise was observed. Electrical measurements were okay. Lead fracture was observed. Noise was reproducible with provocative movement. The lead was capped and replaced. No further information is available.

Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 47.7-48.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
Additional information received indicated that the patient was fine after system replacement.